Event description:
During the cardioresuscitation of a 69 year old male the emergency team began CPR followed by auto defibrillation with another MFR's semi-automatic defibrillator, the pt was defibrillated with the chest pads once at 200 joules. The defibrillator unit failed to clear past the "check electrodes" response. The defibrillator pads were removed and replaced by another set. The emergency team was then able to convert the pt. The device was not return for evaluation.